Event description:
It was found during a baxter evaluation that multiple system error 322 messages were found in a pump history log and the upper hook switch placement was out of specification and too far away from the hook.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was complete. History log review found two system error 322 messages in the history log. It was also found that the upper hook switch placement was out of specification and too far away from the hook. This was likely the cause of the system error 322 messages. The gap between the upper hook switch and the hook will be adjusted back into specification.